Event description:
New medtronic interstim battery opened onto field, but battery itself would not unscrew/open enough to fit needed wires through. Faulty battery passed off sterile field to medtronic rep for testing with medtronic. Medtronic rep present for surgery and able to provide additional battery. New battery required a little additional time toward the end of procedure to program it with the needed settings.